Event description:
It was reported that the right ventricular lead impedance increased from 300 to 600 and the patient is worried that the lead is "failing". The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.